Event description:
Per the audiologist, the patient had an abscess at the implant site that was drained in 2008. Three months later, the patient was started on antibiotics due to exposure of the device and flap reconstruction. Full exposure of the device three months later (day not reported) led to explantation. The patient¿s device was explanted in early 2009 (day not reported). Reimplantation is planned but was not scheduled as of the date of this report, approx two months later.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 5, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.